Manufacturer narrative:
Additional information was received that the physician believed that patient's pocket pain was device related.

Event description:
A report was received that the patient was experiencing discomfort and pain at the pocket site. The patient will undergo pocket revision.

Event description:
A report was received that the patient was experiencing discomfort and pain at the pocket site. The patient will undergo pocket revision.

Event description:
A report was received that the patient was experiencing discomfort and pain at the pocket site. The patient will undergo pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision wherein the physician replaced the ipg with a new one. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.